Event description:
It was reported that during a procedure to treat a lesion in the circumflex with an acute takeoff, the pixel stent was able to cross the first bend (90 degree); however, it did not make it across the second sharp bend. The stent delivery system (sds) was withdrawn slowly and no resistance was noted, but the stent dislodged as it started to enter the guiding catheter. A 1.5 dilatation balloon was inserted into the dislodged stent, and the stent was then deployed in the target lesion. A 2.5 and 3.0 dilatation balloon were then used for post-deployment. No pt effects were reported.